Event description:
The introducer dilator was not in the insertion kit package. Event complications: none from the event - rpt'd 8/14/97, 9/3/97. Pt current status: unk - rpt'd 8/14/97, 9/3/97.

Manufacturer narrative:
Evaluation: an insertion kit blister tray cover was returned along with an assortment of loose insertion kit accessories (pressure tubing, 3-way stopcock, hemostasis valve, sheath, system 90 connector tubing, angiographic needle, etc.). Blood was noted on the exterior of the tray top. Visual examination revealed that the blue introducer dilator was not present with any or the other returned insertion kit accessories. Probable cause of difficulty: on 8/14/97, co distributor advised co that a blue introducer dilator was missing from an insertion kit used at one of their facilities. Upon investigation co discovered the following: 1. The iab used with the insertion kit (lot wu), s/n i1109828 was shipped to baxter limited on 12/24/96. It was part of a shipment of several hundred iabs sent to this account on that date. 2. Serial #i1109829 did not appear on any other shipment in a check of co computer files, only on order #c35929 for baxter limited. It is not possible to determine when the dilator became missing from the kit. This type of complaint is extremely rare. Given co packaging process, it is extremely unlikely that an insertion kit is opened and an accessory removed, leaving the opened insertion kit on the shelf. There is also the possibility of pilferage. Co can only speculate on what may have occurred. As a customer courtesy, another insertion kit was authorized to the distributor.